Event description:
The following has been reported: biomed reported: " lvp sn (B)(6). This pump has a patient incident. Issue stated, "did not work during resuscitation" this is 2/2 pumps. Attached are the logs. Unfortunately, there is no more information. The service team did not perform any test on the pumps prior to pulling the logs. Biomed reported: "one lvp touch screen would not respond, and the other kept telling the pharmacist to reload the cassette. They don't know which pump had which problem, however." A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (screen no input). Upon return, the device started up with no errors and touch screen was functioning properly and able to navigate applications. Internal investigation found lever boot retaining plate is damaged/cracked. Lcd touch screen is damaged due to broken screw mounts. Upper and lower loading pins have debris. Left bag hook is damaged. Removed fva assembly and cleaned pins and channels. Removed vr assembly and cleaned pins and channels. Retaining plate, lcd touch screen, upper/lower loading pin lip seals, and bag hook will be removed and replaced during repair process. No other damage found.